Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that while the tse was explaining the need to shut down the system, clean it, and properly connect to the blue fiber cable (bfc), the system went into a non-recoverable error, which was collected with sf case s03387065. The tse checked using artemis and found an irreversible error on surgeon side console (ssc) 2, related to remote arm controller boards (rac) 2 and right master tool manipulator (mtmr). The tse then requested a system reboot; following the reboot and cleaning of the bfc and connectors, the issues message related to cleaning the bfc on ssc 1 happened again. Non recoverable message pointed to ssc 2 (rac, mtmr or cable) did not appear again, and the customer decided to proceed with double ssc configuration. The customer called in again for another error pointing to ssc 2, and for this error they decided to stop the robotic procedure. All the information has been collected into sf case s03387065. The procedure was aborted post anesthesia and port placement with no reported injury.intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the issue was not resolved during the case. The procedure was not completed in its original configuration due to another issue that occurred during the same procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.